Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on unknown date, the patient experienced instability. This adverse event was solved/treated by revision surgery on (B)(6) 2022. It was discovered that the journey bcs insert had broken. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that the provided undated photo of the explanted insert confirmed the reported failure mode. No further clinically relevant information was provided for evaluation. Without clinically relevant information for evaluation, the root cause of the reported breakage cannot be determined. The patient impact beyond the reported revision could not be assessed. No further medical assessment could be rendered at this time. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported incident could be corroborated as the device was damaged and it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.